Event description:
Consumer reported this is a 2nd box with issues. First box 00019531. Finding the needles to clog during flow check. Does not see the non patient end to be bent. Dc lot # 3241334, catalog# 320109, date of event unknown , sample status awaiting sample.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.